Event description:
The customer reported to olympus, the video system center displayed a b30 error (scope communication error). The issue was found during an unspecified event. There were no reports of delays. There were no reports of patient or use harm associated with this event.

Manufacturer narrative:
The device was not returned to olympus for evaluation. The olympus technical assistance center (tac) advised the customer to clean the contact pins on the scope, apply air on the device connector, and to reseat the communication cables between the evis exera iii xenon light source and the evis exera iii video system center, after which the unit started working as intended. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility. D8 was inadvertently selected.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over ten (10) years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely error b30 occurred due to adhesion of fluid or foreign material to the electrical contact. Olympus will continue to monitor field performance for this device.